Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, a 10-year-old female child patient's infusion set's tubing detached/broken at the site connector prior to insertion. The patient's blood glucose level was 598 mg/dl at the time of the event which they tried to treat with correction injection via multiple daily injection. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.